Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and the failure analysis results. Since no issue was found with the instrument, there is no associated fmea item or risk score.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm/reproduce the reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. The sureform 60 stapler blue reload has been returned and evaluated by the fa team. The reload was returned to isi for evaluation attached to the sureform 60 stapler, with a complaint "unable to open stapler." There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. There were no device related failures. The reload was returned unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified. The probable root cause cannot be determined based on the information provided. .

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, after inserting the sureform 60 stapler instrument into the trocar, the surgeon was unable to open the sureform 60 stapler instrument for use. No known impact or patient consequence was reported.